Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Dark gray particles were found inside the hip end effector after surgical procedure using mako robot.

Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako end effector was reported. The event was not confirmed. Method & results. Product evaluation and results: visual inspection did not confirm the event. The device did not have dark gray particles inside. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.